Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a sleeve gastrectomy, when ecr60d was used one side wasn't stapled. After gastrectomy the residual part of stomach was taken and realized there was no staple on one side. There were no patient consequences.